Event description:
The reported description notes that the monitor is not producing alarms. No pt injury has been alleged.

Manufacturer narrative:
(B)(4). The reported description notes that there was a problem with the bedside monitor's alarms. No pt harm/injury has been alleged. There was no specific incident reported by the customer. Root cause - unknown. An evaluation of the cited bedside monitor was performed by a philips technical engineer. Using philips approved simulation testing, the bedside monitor's alarms were found to be functional and operating per manufacture specifications. No product malfunction was identified. No additional communication has been filed by the customer regarding this monitor since the monitor evaluation was performed. No further investigation or action is warranted.